Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the threads inside battery compartment are stripped with evidence of a cracked on battery compartment near the pump case seal, and stripped threads on the battery cap. This report is made based on the results of an investigation completed on 12/16/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/16/2013 with the following findings: the threads inside battery compartment are stripped with evidence of a cracked on battery compartment near the pump case seal. Visual inspection of "battery cap" revealed, ¿stripped threads". Test confirmed there was evidence that the "yellow o-ring" visible and not secure properly to the test pump. Battery cap measurements are within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.